Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. It was reported by the facility that "actual implant date is unk approx 3 months ago. Pt went off plavix due to lung cancer surgery. They used an angiojet to treat the thrombosis. During the procedure, the pt coded and had to be intubated. Pt is currently in ICU actual condition of pt is unk. Mid rca." No further info is available regarding this event.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.